Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-aug-2023. H6: investigation summary: three open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos, and a broken non patient end cannula was observed on all three samples. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that 3 of the bd nano¿ 2nd gen pen needle were missing, causing needle to not prime. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the product did not have a needle npe. When priming, no chemical solution was came out. The cartridge side was checked and found to be missing a needle.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 3 of the bd nano¿ 2nd gen pen needle were missing, causing needle to not prime. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the product did not have a needle npe. When priming, no chemical solution was came out. The cartridge side was checked and found to be missing a needle.